Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record (DHR) review was conducted: part: 07.702.016s. Lot: 1h53431. Release to warehouse date: 19 august 2021. Manufacturing site: werk selzach. Expiration date : 1 august 2024. Supplier: (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2022 during a posterior fusion (th12-l4) for treating centrum fracture due to osteoporosis, surgeon tried to mix up cement materials with the handle, however, the handle was immovable in both up-and-down and turning motions. The procedure was completed with replacements without surgical delay. Patient outcome is reported as stable. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).